Event description:
While vacationing in (B)(6), I developed sinus syndrome with episodes of asystole (8 episodes ·within 24 hours). Aller the 2nd episode I was taken to the nearest hospital, (B)(6) by taxi and entered the emergency room. A 3rd episode of unconsciousness led to my admission to their emergency room from triage. The 4th episodes occurred which was documented with 15 seconds of asystole per EKG. Lsuprel infusion was begun and external pacemaker pads were applied. Sometime through the night/early morning twas admitted to the ccu unit. I was told by a cardiologist I would receive a permanent pacemaker on monday (B)(6) 2022. As I was taken to surgery (B)(6) 2022, I met dr. (B)(6) who introduced himself as a "vascular surgeon" and stated that he had "done hundred's of these" (pacemaker insertions), l assumed. L asked about the pacemaker and he stated it would be a boston scientific dddr which I understood due to my professional life as a cardiac nurse. The documentation of the procedure indicates that a boston scientific accolade pacemaker was inserted (serial number: (B)(4) and medtronic pacemaker leads with serial numbers (B)(4) (atrial wire) and (B)(4) (ventricular wire) were also placed. Mixed brand combination of pacemaker and pacemaker leads has never been approved by the FDA as l understand from my electrophysiologist in (B)(6) md. It did not occur to me to inquire about the brand of the leads at the time of surgery. My subsequent follow up with dr (B)(6) lead to the replacement of the pacemaker to a medtronic device on (B)(6) 2022. Of note: the canadian pacemaker leads were each wrapped with nondisolvable suture material which was then wrapped around the boston scientific pacemaker. Was this due to a poor fit that required this maneuver?